Event description:
The nurse manager alleged the pt fell out of bed and the bed exit alarm did not alert the staff. The pt was found on the floor. The account would not release any pt info other than a doctor was notified.

Manufacturer narrative:
The tech found the bed did not alarm due to the sound being silenced. No problem found with the bed.